Manufacturer narrative:
At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The customer reported the device displayed motor fault and transducer fault in the events log. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The issue occurred during patient-use, the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated. Found transducer pt800 but no pt802 to have recorded faults in the events log, pt800 successfully calibrated not having effect on exhaled tidal volume after calibration. The combination of transducer faults at power-up/auto-zero with the successful calibration of all transducer indicates that the auto-zero solenoids can be slow to respond. This issue will be internally investigated within vyaire.